Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. The specific device associated with each of the two reported events was not able to be identified by the user. This MDR is being submitted in conjunction with MFR report number 1526350-2012-00183 in order to report one of two possible devices associated with each reported event.

Event description:
It was reported that the zimmer meshgraft ii was chewing up the graft. Add'l clinical follow up with the hospital indicated that the donor tissue was unusable and an add'l donor site harvest was required. An alternate device was used to complete the planned procedure without any significant increase in operating room time and no intervention was required. It was also reported that there were two meshgraft ii events but the hosp could not identify which device was associated with the particular event.